Event description:
A (B)(4) report was received stating that: pt had been on a ventilator for two days. Vent settings were 40% o2, pressure support +5, peep +5. The rt called asking for the oxygen sensor to be changed because it started reading 16% o2 and "o2 sensor out of range" alarm was activated. The asst dir of cardiopulmonary checked the machine by decreasing the fio2 to 21%. The ventilator would not cycle. When the fio2 was put back at 40% the ventilator would cycle correctly. The ventilator was removed from service. The biomedical engineering technician found the air gas module was slightly pulled back from the connection, even with the retaining screw in place. (B)(4)

Manufacturer narrative:
No parts were returned for investigation, therefore, the investigation included eval of the info in the complaint description, the additional info received from the hospital, simulation on a reference ventilator and knowledge of the ventilator. Our investigation is limited only to cases where one gas module is pulled back. Our conclusion, based on the info received, is that the problem was caused by pulling the module using the gas hose, in combination with the retaining screw going under the metal casing. The reason why it was possible for the screw to go under the metal casing has not been determined. Possible causes could be wear or a tightly fastened screw, in combination with a relatively big play between the module and the metal casing. Our simulation by pulling the module with the retaining screw in place did not lead to the reported problem. A pulled back or improperly inserted module which leads to disconnection and leakage protrudes about 10 mm which is clearly perceptible and the user is expected to take appropriate measures. (B)(4).